Event description:
The end user states the chair has been in the garage for about 3 years and the end user has used the chair for about 3 months. While driving the chair down the driveaway he states he heard a clunk the chair began to drive in circles and the left motor will not move.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.